Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 7-october-2016, technical support (ts) spoke to the customer's facility to address the reported event. Technical support provided guidance information on bleaching. The customer decontaminated the analyzer and ran controls. The analyzer functioned properly after bleaching. No further action is required. The most probable cause of the reported event was due to contamination.

Event description:
On (B)(6) 2016, a customer reported the quality control for folate was high with the aia-600ii analyzer. The customer is unable to run pth patient samples. A technical support specialist (ts) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.